Manufacturer narrative:
This report is submitted on july 20, 2018.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Troubleshooting did not resolve the issue. The implanted device remains.

Manufacturer narrative:
Additional: it has since been reported that the patient underwent surgery on (B)(6) 2018 to explant the device. The patient was reimplanted with a new device during the same surgery. This report is submitted on april 2, 2019.